Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and lost consciousness; cause of bg was not provided. The customer declined to provide further information regarding the event. Additionally, it was reported that the pump's alarm volume was too low. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.